Event description:
Balloon inflation difficulty.

Manufacturer narrative:
The report from the affiliate indicated the following: during a dialysis graft pta, a 7 x 4 powerflex p3 was introduced over a .035" guidewire (g.w), and 6f catheter sheath introducer (csi)-which were both cordis products. The doctor tried to inflate the balloon with a standard indeflator, but the balloon didn't inflate. Another balloon of the same catalogue number was used to successfully complete the procedure with no problem. There was no reported pt injury. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional info will be submitted within 30 days upon receipt.